Event description:
It was reported that during meniscal repair surgery, the omnispan orthocord plate device detached before deployment. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found the suture with both plates detached from the needle. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 27deg would have contributed to the complained device issue. Device history review: there was no non-conformance regarding this lot. Based on the investigation findings, it is possible that the triggers got mishandled during the preparation of the first plate deploy. As per the instructions for use: 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. 2) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.